Manufacturer narrative:
Additional h6: f2203. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker's grade IV. Device evaluation: visual analysis of the photographs identified: ¿ capsular contracture : unable to observe as it is a medical event that is not related to the device. ¿ visibility/palpability: unable to observe as it is a medical event that is not related to the device. No additional observations. No further actions are required since no issue in the manufacturing of the device is observed.

Event description:
Medical staff reporting patient complained about pain in chest and deformity. During the surgery capsular contracture baker's grade IV was confirmed.